Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported experiencing elevated blood glucose (bg) levels reaching 19-20 mmol/l (342-360 mg/dl) and subsequently removed the pod after approximately 12 hours of wear on the abdomen. Upon pod removal, the patient observed blood and skin irritation at the infusion site, describing the skin as red and bleeding. The cannula was visible upon removal and appeared normal. The patient also reported that the skin and adhesive were wet and suspected that insulin may have leaked. Reported symptoms included feeling warm, headache, and hot flashes. The patient spoke by phone with her diabetes nurse on (B)(6) 2026, who advised her to closely monitor bg levels after administering multiple correction boluses and recommended changing pods in the morning rather than the evening to improve detection of potential pod issues. No diagnosis, treatment, or prescription was provided, and no hospital visit occurred. A new pod was applied to address the elevated bg levels.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. Investigation of the device found no damage to the soft cannula and no signs of leakage. The exact cause of the reported unproper insertion could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.